Manufacturer narrative:
The investigation was carried out based on the given information and the IFU of the fabius MRI. During preparation for normal use of the device as initially reported the device was moved within the 40mt area around the MRI. The fabius MRI is intended to be used outside this threshold. Due to design requirements the ventilator contains some ferromagnetic parts. As a result of the increased magnetic forces the ventilator door was pulled open and subsequently the ventilator housing got damaged as reported. The instructions for use contain corresponding hints and warnings. In june 2015 all users were informed with a field safety notice that also the transport/ placing of the MRI within the above mentioned area is also prohibited when the device is not in use. A supplement paper to the instructions for use was added for this purpose.

Event description:
.

Manufacturer narrative:
The investigation was started but is not yet concluded. The investigation result will be reported in the follow up-report.

Event description:
During preparation for normal use, when the device was being moved the ventilator door was pulled open and the housing of the ventilator got damaged. There was no injury reported.